Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient whose indication for use is cervical radiculopathy had symptoms slowly return starting on (B)(6) 2015. It was unknown what had led to the event; it had just slowly stopped helping the pain. It was noted that lots of reprograms had good stimulation coverage but had not helped the pain anymore. The patient had not been getting pain relief for some time even though there was good area of coverage, so the patient had decided to do a pump trial. The patient wanted the pump and had great relief at the pump trial. The patient will be getting a pump implant. All devices were removed on (B)(6) 2015. The issue was resolved.